Manufacturer narrative:
Although anticipated, the mdu hand control has not been received for analysis. (B)(4).

Event description:
During a shoulder scope procedure while shaving the distal clavicle using a 5.5 bonecutter (72202530) with the shaver it was observed that the patient¿s skin was burned inside. One resident stated it was the shaver blade itself that overheated which resulted in the second degree burn; 6cm long by 1.5 cm wide. The blade used was discarded and will not be returned. It was also stated that an rf probe was being used in the case however, it was not a smith & nephew device. The resident doc was performing the surgery. There is no additional information on the status of the patient at this time.

Manufacturer narrative:
Device evaluation: one svc repl, mdu, hand cntrl, pwrmx was returned for analysis. The complaint of overheating of handpiece could not be duplicated. Product passed functional testing and high speed testing (100-10,000 rpms) with 3 different types of blades installed. Unit passed functional tests on both dyonics power and dii test control units with and without footswitch. No problem found. (B)(4).